Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed multiple cartridges and multiple syringe needles to resolve the issue. There was no adverse impact to customer's blood glucose level.